Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as originally reported, when a roadrunner the firm lt hydrophilic wire guide arrived at a distribution facility, it was "broken inside the packaging". A photo provided by the customer appeared to show a tear in the package label. Upon return and initial evaluation of the compliant device, a hole/tear was noted in the label, which extended through the sterile pouch/package. The damage was noted upon arrival of the device within a distribution facility; therefore, there was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A hole was noted in the label, extending through the clear pouch under the label. A document-based investigation evaluation was performed. No non-conformances were found, and there have been no other related complaints for this lot number. The product IFU states "do not use the product if there is doubt as to whether the product is sterile." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for this event cannot be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer name and address= phone: (B)(6). E3: occupation = head of regulatory affairs. G4: PMA/510(k) number = k182985. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, when a roadrunner the firm lt hydrophilic wire guide arrived at a distribution facility, it was "broken inside the packaging". A photo provided by the customer appeared to show a tear in the package label. Upon return and initial evaluation of the compliant device, a hole/tear was noted in the label, which extended through the sterile pouch/package. The damage was noted upon arrival of the device within a distribution facility; therefore, there was no patient involvement.